Event description:
Related MFR reference: 3005188751-2013-00063, 3005188751-2013-00064, 2030404-2013-00045. During a left side ablation procedure for symptomatic atypical atrial flutter, the pt experienced an episode of asystole with unk origin. The physician placed an inquiry steerable decapolar catheter through a short non-sjm introducer into the coronary sinus (cs). A therapy cool path ablation catheter was advanced through an agilis nxt introducer into the left atrium via a previous transseptal puncture. The physician was preparing to perform a second transseptal puncture using a fast cath swartz introducer with a non-sjm transseptal needle when he noted the pt was in asystole. Chest compressions were initiated and unsuccessful attempts were made to pace the pt from the inquiry catheter located in the os. The inquiry catheter was withdrawn from the cs and placed in the right ventricle (rv) to successfully pace the pt. Approx 45 seconds later a recordable heart rate returned and the pt converted to sinus rhythm two mins after epinephrine and atropine were administered. A right bundle branch block was noted and an echocardiogram via non-sjm ice catheter revealed a ventricular wall abnormality, which could not be found post-procedure. A coronary angiogram was performed, revealing no abnormalities; therefore, no intervention was administered. An inquiry quadripolar catheter was inserted to assist with an ep study to assess the pt's conduction system, which revealed no abnormalities. The procedure was aborted and the pt was transferred to critical care. No ablation was performed or geometry created prior to the period of asystole. The physician did not allege any performance issues with a sjm device and the cause for the asystole was not identified.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each mfg and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the info received, the cause of the reported asystole could not be conclusively determined.